Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented in (B)(6) 2025 with inappropriate therapy due to possible myopotential oversensing. The device was reprogrammed from secondary to alternate sensing vector. The patient was seen more recently in clinic as the smart pass feature was disabled. The patient passed in all three vectors. However, during provocation maneuvers in primary, the field saw two or three s markers under the noise which they could not recreate in alternate. We kept alternate programmed and gain x2, and technical services (ts) was consulted for any further considerations. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
With all the information, boston scientific concludes the reported clinical observation of inappropriate shock is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). A review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The s-ICD remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This s-ICD remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented in (B)(6) 2025 with inappropriate therapy due to possible myopotential oversensing. The device was reprogrammed from secondary to alternate sensing vector. The patient was seen more recently in clinic as the smart pass feature was disabled. The patient passed in all three vectors. However, during provocation maneuvers in primary, the field saw two or three s markers under the noise which they could not recreate in alternate. The field kept alternate programmed with gain x2, and technical services (ts) was consulted for any further considerations and recommendations. No adverse patient effects were reported. This product remains in service.